Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿the battery was less than it was¿. No additional specific information was provided and the customer declined follow-up from tandem technical support. There was no reported adverse effect to the customer¿s blood glucose level.